Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 555 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer had woken up with an unexplained blood glucose level of 408 mg/dl. The customer was not hospitalized. The customer did not have any air bubble sin the tube and declined troubleshooting. The customer will change their set and will call back if they needed any further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.